Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument had not been functioning as intended since the beginning of the procedure. The vse instrument was not sealing effectively and was unable to perform cuts. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: there was no patient injury. The vse instrument did not seal properly. There was no effective sealing function and cutting was not possible. Only a cold cut. The instrument only worked for a few minutes. It appeared that the wattage was lower than expected and sealing was insufficient. The issue was related to insufficient sealing. The "cut" function technically worked, but due to improper sealing, using it gives a significant risk. Therefore, we chose not to use the instrument. No errors occurred when the issue happened. During the sealing sequence, there was audible ¿sealing in progress¿ tone while the pedal was pressed. The tones were audible, but the device did not function properly. In some cases, the seal cycle took very long or did not complete at all. Tissue was cut that was not fully sealed. The reporter was not able to answer if the seal complete tones were heard or if there was bleeding observed due to the vse issue. There was no photographic images or video recordings available for isi review. The site proceeded with a new vse.